Manufacturer narrative:
Company representative evaluated the system replaced the orc assembly.

Event description:
Customer reported the a5 anesthesia delivery system had a o2 leak. No patient injury was reported.